Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported blank screen, which was verified during evaluation. The cause was determined to be a corrosion on the input/output printed circuit board (pcb) and processor pcb connector. The input/output pcb and processor pcb were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.